Event description:
As reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 7599218) became impeded and released after it was just delivered about 3cm at the microcatheter. The stent body was separated prematurely from the delivery wire. Physician removed the prowler select plus 150/5cm microcatheter (606s255x, 31083019). The stent body was separated prematurely from the delivery wire. Physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00778.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 7599218) became impeded and released after it was just delivered about 3cm at the microcatheter. The stent body was separated prematurely from the delivery wire. Physician removed the prowler select plus 150/5cm microcatheter (606s255x, 31083019). The stent body was separated prematurely from the delivery wire. Physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31032660 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.